Event description:
During a sub total gastrectomy procedure, the staples did not form properly. The surgeon used manually sutured to complete the procddue. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
12/13/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.